Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the trunk cable connector was cracked such that the belt as unable to be plugged into a monitor. Also, the ECG a and b to front therapy electrode cable, the ECG c and d cable, and ecgs a, b, and c were all missing. The root cause for the strained cable was excessive force. The root cause for the damaged trunk cable connector was excessive force. The root cause for the missing components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.